Event description:
The facility received an order for mepilex border 4x4 in. However, the order should have been from mepitel. Investigation results: after review of the above issues, the following was determined: type of medication error, incorrect medication administered to the resident? No area where error occurred, data entry and initial review medication(s) /product(s) involved, mepilex border 4x4 in vs mepitel order error potential. Low root cause: the name of the medications was clearly written. In accordance with policy and procedure, the data entry technician should have entered the correct medication on the order. In accordance with the policy and procedure, the pharmacist should have verified the correct medication and deviated form the established policy and procedure by approving the order as correct. The data entry technician and pharmacist were not in present time with the script. (B)(6), access number: (B)(4).